Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. Placement signal not reliable: based on the clinical review, it was noted that during impella support, the placement signal not reliable alarm was triggered after patient movement which was unable to be resolved for the rest of the duration of support. The product was not returned, however data log analysis revealed a drifting placement signal and drifting mean flow. The central venous pressure (cvp) was stable. There were no motor current spikes outside of p-level changes. Placement signal not reliable (psnr) alarms #1051 and #1052 were observed, indicating dp signal being out of range and epm sensor failure, respectively. Based on the above findings, it was concluded that the root cause of the placement signal issue was most likely sensor drift. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that a patient on an impella rp flex had placement signal not reliable (psnr) alarm(s) after movement. It was noted that the pump was running fine with known psnr audio off. However, the console was exchanged. No patient harm has been reported.